Manufacturer narrative:
The customer¿s report of an arsenic overinfusion was not confirmed. Physical inspection of the device and IV sets noted no damages or anomalies. Log analysis shows that pump module was infusing a primary infusion of IV fluid at 200ml/hr. At 1:49 pm on (B)(6) 2015, the user changed the rate of the primary infusion to 25ml/hr and programmed a custom concentration secondary infusion of arsenic trioxide to infuse at 73.8ml/hr with a vtbi of 295ml to infuse over 4 hours. At 1:51 pm, the user changes the rate of the infusion to 74ml/hr and resumes the infusion. Between 1:51 pm and 2:34 pm, the device was paused 3 times for an approximate total of 4 minute and 30 seconds. At 2:45 pm the log shows the door was opened and then closed approximately 30 seconds later, then the infusion was restarted. The infusion kept running until 3:48 pm, when the user selected the device and changed the rate of the secondary infusion to 25ml/hr and the vtbi to 500ml. The user selected no to the guardrails warning ¿rate is below guardrails limit of 73.8ml/hr. Proceed?¿ the user then channels the device off. The secondary volume recorded as being infused during this timeframe was 139.539ml. Functional testing performed found the pump module to be delivering fluid within specification. The root cause of the customer¿s experience of an arsenic overinfusion was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that an arsenic 294ml secondary infusion started at 74ml/hour to infuse over 4 hours. The nurse returned to the patient 15 minutes after starting the infusion and 1/3 of the IV bag appeared to have been infused. The user felt the device infused faster than what was programmed on the device. The nurse removed the arsenic tubing and tested another drug line in the module that had been infusing arsenic and did not have any issues. The nurse changed the module and loaded the original chemotherapy primary line into the new module and changed the secondary line that had been to the arsenic. There were no further issues noted with the infusion.